Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is scheduled to undergo explant surgery due to pain. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent explant surgery. D6b if explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date f10 adverse event problem, corrected data: initial report inadvertently did not code 'f1903' h6 adverse event problem codes, corrected data: initial report inadvertently did not code 'b17'.

Event description:
Additional information received noting that the patient underwent explant surgery. It was also noted that the pain is due to the presence of the vns device and is at both the generator and lead site. The surgical intervention is to preclude a serious injury and there is a note stating a history of vocal cord paralysis with the vns use. There was also a report that the patient is passing out from the device shocking him. The patient's device has been disabled for some time and had x-rays taken which did not show any abnormalities and the patient wants it removed to resolve the pain.